Event description:
Boston scientific received information that following implant of this device, this caller reported seeing some extra vs markers. Some of the markers were labeled as premature ventricular contractions (pvc's) and some as vs. However, there was not complex on the shock channel that corresponded to the markers. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller who was inquiring about air bubbles or a connection issue. The consultant reviewed the faxed in data and could not determine where the noise was coming from as it was not being released in a typical fashion. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.